Event description:
It was reported that the pt was implanted a ankle fix plus ti plt std lt on the left side on an unk date. The ankle fix plate had broken on an unk date, the impact to person affected is still unk.

Manufacturer narrative:
The manufacturer has not yet received devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).